Event description:
Information received indicates the left siderail will not stay up.

Manufacturer narrative:
The technician found the siderail latch spring disconnected. The technician connected the latch spring to repair the bed.